Manufacturer narrative:
The investigation results will be provided in the final report. Date of event is estimated

Event description:
It was reported the ipg was unable to communicate with external devices after an unrelated surgery. Troubleshooting was unable to resolve the issue. As a result, the ipg was explanted and replaced. Issue resolved.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.